Manufacturer narrative:
This report is submitted on july 9, 2021.

Event description:
Per the surgeon, it was reported that the patient experienced discomfort with device use, and underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.